Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's right coronary artery. During attempts to advance a second coronary stent proximal to the first stent, a dissection was noted following loss of guidewire support and a coronary vessel spasm was also observed. No further coronary stent deployment was attempted due to the observed dissection and spasm, and the anatomy of the coronary vessels. The pt was sent for elective coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.